Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t1. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device didn't energize. Per sample evaluation result received on (B)(6)2024, it was reported that the arctic sun device had error 74 - faulty t1 thermometer and level sensor not working properly -indicating 2 out of 4 columns while the unit was full with water. Mixing pump working insufficiently.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t1. The device was evaluated upon receipt. Error 74 - faulty t1 thermometer. Replaced tank harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device didn't energize. Per sample evaluation result received on 15jul2024, it was reported that the arctic sun device had error 74 - faulty t1 thermometer and level sensor not working properly, indicating 2 out of 4 columns while the unit was full with water. Mixing pump working insufficiently.